Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 10-feb-2023, penumbra inc. Became aware of a journal article titled, "safety and efficacy of the use of large bore intermediate suction catheters alone or in combination for the treatment of acute cerebral venous sinus thrombosis: a multicenter experience" (dandapat et al. 2020). In this multi-center retrospective study, six patients underwent endovascular aspiration thrombectomy (eat) procedures to treat cerebral venous sinus thrombosis (cvst) using a penumbra system ace 64 reperfusion catheter (ace64) between january 2017 and june 2018. It was reported that one patient treated via transjugular access was anemic the day after the cvst procedure using the ace64 and required a blood transfusion. It was noted that this event did not result in hemodynamic compromise. However, the relationship between the reported event and use of the ace64 was not specified.